Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer stated that the insulin pump was placed in the customer's sports bra. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The esc button on the insulin pump had intermittent button response due to moisture damage on keypad traces noted. Functional testing was performed on the insulin pump had it passed all testing. No unexpected button error alarms were noted during testing. The insulin had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.